Manufacturer narrative:
Device evaluation: approximately 16.5 inches of the external portion/distal-end of the driveline was returned for evaluation following the distal-end driveline replacement. Pump stoppages continued following the distal-end driveline replacement and a pump exchange was performed. The pump was returned assembled with the driveline cut approximately 7 inches from the pump housing and the distal portion was returned measuring approximately 38.5 inches. The distal-end driveline replacement site was present approximately 12 inches from the pump housing. Evaluation of the driveline segments did not reveal any damage to the outer silicone jacket or the bionate layer. Electrical continuity testing was performed and no discontinuities or shortages were found. The distal-end driveline replacement site was disassembled and no problems were found. The outer silicone jacket and bionate layer were carefully removed and visual inspection of the metal braided shielding revealed shield breakdown approximately 9 inches from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the green wire approximately 9 inches from the pump housing exposing the inner conductors. The observed damage to the green wire appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the green wire made contact with the metal braided shield while the system was connected to a tethered power source, such as the power module, the resulting electrical short could have resulted in the low speed operation and pump stoppage events captured in the submitted system controller log file. No adhered depositions or thrombus formations found upon disassembly of the device. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 5 months. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's system controller alarmed. The system controller's log file captured pump stoppages on (B)(6) 2017. An issue was suspected with the driveline. A distal end percutaneous lead (driveline) replacement was completed without issues. It was reported that pump stoppages continued to occur after the driveline replacement. The patient underwent a pump exchange on (B)(6) 2017.